Event description:
It was reported that the patient line of the homechoice cassette was broken which resulted in a leak. This was observed during draining of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted one clean cut approximately three (3) millimiters on the patient line and approximately 72 centimeters away from the patient line connector. An under water pressure test was performed which identified a leak at the cut location on the patient line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.